Event description:
The complainant stated that the head hi/low function is drifting down. He has replaced the s9 and s10 valves but the issue remains.

Manufacturer narrative:
The account replaced the trend valve to repair the bed.